Event description:
It was reported that a malfunction occurred while filling the tubing with a new cartridge, specifically displaying malfunction code 9. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information on how to reset the pump, assisted with the reset, and confirmed that the code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears.